Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The customer replaced the main electronics and performed calibration then the device screen issue was resolved.

Event description:
The customer reported that the bellavista 1000 is not starting up properly and it has a display issue during ventilation on a patient. The customer reported that the machine got shutdown. The machine was removed from the patient because of this issue. There was no harm reported related to this incident.